Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by (B)(6). Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the facility representative that the patient experienced skin redness and an allergic reaction to chloraprep. Per medwatch: skin around the intravenous insertion site is red and oozing [injection site redness]. Skin around the intravenous insertion site is red and oozing [injection site discharge]. Intravenous insertion site is red and oozing, doesn't feel it's infected, has been using gauze dressings and chloraprep and now feels like the chloraprep could be the issue [adhesive tape allergy]. Arterial hypertension. The current dose was reported as 0.072 g/kg, continuous via intravenous (IV) route. On an unreported date in 2021, the patient experienced the events of skin around the intravenous insertion site is red and oozing (injection site erythema and injection site discharge) and intravenous insertion site is red and oozing, doesn't feel it's infected, has been using gauze dressings and chloraprep and now feels like the chloraprep could be the issue (dermatitis contact). Co-suspect medication included chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medications included opsumit (macitentan) and tadalafil. Relevant medical history included primary pulmonary arterial hypertension. It was reported that the patient's skin around the intravenous insertion site was red and oozing and the patient did not feel that it was infected. The patient had been using gauze dressings and chloraprep and the patient felt like the chloraprep could be the issue. Action taken with IV remodulin and chloraprep was not reported for the events of infusion site erythema, injection site discharge and dermatitis contact. At the time of reporting, the outcome for the events of infusion site erythema, injection site discharge and dermatitis contact was unknown. The reporter did not provide causality for the events of infusion site erythema, injection site discharge and dermatitis contact.